Event description:
It was reported that the patient's right atrial (ra) lead had no capture and was undersensing p-waves. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).